Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure concurrently with dermal allograft placement in anterior compartment, external hemorrhoidectomy, abdominal enterocele repair, small bowel adhesiolysis, exploratory laparotomy, repair of sternotomy on (B)(6) 2009 due to pop and a mesh was implanted into the patient. An additional mesh implanted (vaginally) on (B)(6) 2009. It was reported the patient experienced rectal prolapse had laparoscopic rectopexy on (B)(6) 2009 and on (B)(6) 2009 due to recurrent rectal prolapse underwent perineal. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, fistulae, bleeding, recurrence, dyspareunia. It was reported the patient is status post anterior repair with graft and aneurysm repair, abdominal sacrocolpexy and hemorrhoidectomy and was admitted to hospital on (B)(6) 2009 with post operative pelvic abcess. It was reported due to recurrent left ovarian cyst and adhesions, the patient underwent ovarian cyst aspiration on (B)(6) 2010. She also underwent laparoscopic excision of left pelvic sidewall cyst and removal of adhesions on (B)(6) 2010, (B)(6) 2010, (B)(6) 2010. It was reported that patient experienced vaginal mesh erosion and underwent excision of vaginal mesh on (B)(6) 2013, she also underwent repair of defect with xenograft and cystoscopy. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.